Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced "charging issues" with the pump. Additionally, it was reported that the pump touch screen was unresponsive and frozen on an unspecified screen. There was no reported impact to the customer's blood glucose levels. The customer declined to provide further information to tandem technical support, therefore no additional information could be obtained.